Event description:
The patient stated before she had the device implanted she had a chronic back problem. She had a spinal fusion; they took the bone out of the wrong place and left a hole. She did not realize that the ins would be implanted in that area until she got out of the implant surgery. The ins was not as deep as that area, it was more in the muscle but it was kind of right above that area and, immediately, since implanted, it started causing more extra pain. She noticed it when she was not even woke up from the surgery. They gave her pain medications. Patient also reported she never had a therapeutic effect. For the above reasons patient was scheduled to have the device taken out on thursday. Patient called patient services to ask what to expect from explant surgery, what was involved in the surgery, how long she was going to be in pain and what restrictions to follow after the surgery. The patient&#38112;indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Event description:
Additional information was received from the patient. They reported that the device caused them discomfort while walking.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) reported the back pain had been resolved since explant. The hcp stated the patient presented two-week post interstim removal, and the patient stated the preoperative pain had resolved. The patient had appropriate tenderness at the surgical site. There was no acute distress, the incision was clean, dry, and intact, the dressing steri-strips were removed. The hcp stated the patient had mixed urinary incontinence with a large refractory urge component and fecal incontinence status post interstim removal. The hcp stated the patient was to return to the clinic in three months for reevaluation. The hcp stated the patient denied any fecal incontinence. The patient stated that she improved initially, however, now she was going every hour during the day and two to three times during the night. The patient had worsening of back and hip pain since implant. The patient stated that the pain was above insertion site had improved, however when she laid down in bed and turned over the generator stings and the incision site was very tender to touch. The hcp informed the patient that the stinging sensation was still nerve inflammation and regrowth in the immediate postoperative period. It was noted the patient had a trigger point injection at the sacroiliac joint, however the patient stated it did not improve her symptoms, the patient was also given a steroid dose pack, which began with 100 mg daily and refilled her norco. The patient noted these measures had not improved her pain and she wanted the device removed. The patient had a low grade fever at home of 99.3 and white count on (B)(6) and was normal at 9.9. The hcp reported the patient was set for removal on (B)(6) 2016. Additional information from the patient reported the back pain had been resolved, they had a sacroiliac joint fusion and l4 and l5 fusion and the stimulator was close to the those problem areas so it caused more back pain. The patient stated they still have chronic back pain, but the stimulator increased it their pain to an 8-8.5 where normally they stay at 6.5-7. The patient stated they had to take a lot pain medication. The patient stated they had 3 fusions and drop foot and the stimulator was not helping her bladder control, the patient still had leaking on coughs and laughs. The patient stated they were still going to the restroom 13 times a day and at night. The patient stated the device they installed for bladder control caused unbearable extra pain due to failed back surgery, the patient had where they took out the bone for fusion in the wrong place. The patient stated that left a gap and the stimulator was placed just above that gap causing the intense pain. The patient stated they know their medical history was different and that this only added to pain, but they were not getting the desired results from the bladder control. The patient stated they may get a sling procedure when all heals up later.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.